Event description:
During evaluation of the lifevest device a reported problem was detected. Monitor sn (B)(4) was unable to communicate with the ecgs of a test electrode belt and failed incoming functional testing. The equipment was last associated with a (B)(6) male pt who experienced non-treatable rhythms (bradycardia and asystole) and subsequently passed away on (B)(6) 2013. The device properly detected bradycardia and asystole. There is no evidence that the device caused or contributed to the pt death as the device's ECG recordings and flag files show that the equipment was fully functional during pt use prior to detection of the non-treatable rhythms.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming functional testing. Upon investigation it was discovered that resistor r781 on the monitor ca board was open, causing a lack of driven ground circuity. The cause for the test failures is the lack of driven ground. The cause for the lack of driven ground is the open r781 resistor. The root cause of the open r781 is unable to be positively identified, but this type of failure is consistent with emergency external defibrillation while the pt is wearing the device. Labeling on the pt garment indicates that the electrode belt should be disconnected from the monitor before administering external defibrillation. There is no evidence that the device malfunction caused or contributed to the pt death. Exg recordings and flag files form the device show that the equipment was fully functional during pt use prior to the non-treatable rhythms. A replacement electrode belt and monitor were not required.